Manufacturer narrative:
The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the that unit was activated by itself without keyed input during an unknown type of procedure. The device in use with the unit was also unknown. The customer indicated that the autobipolar function was activating when an unknown type handpiece was laid down and also confirmed that the device was not being inadvertently activated, it was self-activating. The unit was removed from the procedure and a similar device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.